Manufacturer narrative:
Part number associated with device only sold in europe. Investigation could not be concluded as no device was returned.

Event description:
Pt implanted with prodisc at c4-c5 and cervios implant at c6-c7 with dbx putty on (B)(6) 2010. One yr postop pseudoarthrosis noted at c6-c7. Implant removed and respondylodesis on (B)(6) 2011.